Event description:
It was reported that the customer's insulin pump was giving no delivery alarms during priming. Customer's blood glucose was not known. During troubleshooting, the alarm was resolved with a new reservoir, possibly indicating a reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.